Event description:
In 1987 a femoral head resurfacing device was implanted. In 1992, this failed and a revision was required. It appears a great deal of polyethylene debris was created by the large femoral head. In 1992, the joint was revised and a kinamed ath long - #10 stem and ceramic 28+8 head were implanted. In addition, a non-kinamed custom acetabular component was implanted within the existing metal acetabular shell due to multiple dislocations. In 1994, the pt was again revised. A new non-kinamed acetabular component was cemented into the existing metal shell. On 09/20/1999, the pt was x-rayed and it was noted that the ceramic ball had fractured. The hip was still reduced although the trunion was not wholly seated within the ball. On 11/17/1999, pt re-x-rayed as his hip ceased to function properly. The ceramic ball had fractured again and the femoral component trunion was now riding against the superior rim of the acetabular shell. In 1999, a non-kinamed femoral head and acetabulum was implanted. The operation was successfully concluded.